Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a cystoscopy and anterior repair due to grade 2 cystocele and weakened pubocervical fascia during mesh implantation. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion of mesh, the patient experienced pain, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that on 12/06/2011, the patient underwent cystoscopy due to a burning pain in the vagina, pelvic pain and urinary incontinence. Correction: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06933. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of mesh, the patient experienced pain, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that on (B)(6) 2011, the patient underwent cystoscopy due to a burning pain in the vagina, pelvic pain and urinary incontinence. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06933. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with cystoscopy and anterior repair due to grade 2 cystocele and weakened pubocervical fascia.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat grade 3 cystocele, and failed uterosacral colpopexy. It was reported that the patient had the concurrent procedures of anterior colporrhaphy performed during mesh implantation. No additional information was provided. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06933 and 2210968-2014-01195. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a vaginal excision of exposed vaginal mesh, closure of vaginal defect and cystoscopy on (B)(6) 2012, due to exposed vaginal mesh.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.